Manufacturer narrative:
The pump and set were not returned for evaluation. Since the instrument and the set were not returned it can not be determined if the instrument and set met MFR's specification. It has been recommended that the user facility lower the air in line detection threshold to detect smaller amounts of air. The user facility would not release any further pt info other than, the pt was 27 weeks premature and found to have air in the right atrium.

Event description:
Air was noted in the line resulting in patient death.